Event description:
Intra-operative procedure end of surgery small burn noted at right midline below abdominal incision line, doctor aware. Cautery unit with cautery pencil and electrode sent to bio med.